Manufacturer narrative:
Unable to perform displacement test due to broken reservoir tube lip. Unit received with cracked battery tube threads, completely broken off reservoir tube lip and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.